Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The system pcba and ui pcba were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The ui and system pcba were returned to stryker product access center for further evaluation. The pac determined the cause to be a cracked and shorted capacitor c181 on the ui pcba, causing the device to display a white screen.

Event description:
The customer contacted stryker to report that their device was booting up to a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.